Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the customer's reported problem was able to be confirmed. Pump was found to be displaying "1840" error code message on power up during the investigation. Multiple error codes were found in the pump's event history logs that related to the motor. Service recommended a motor to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy plus pump produced a ec1840 alarm. No patient injury or complications were reported in relation to this event.